Event description:
It is reported that a customer was states there is a leak in the insulin pump. The customer has a blood glucose level was unknown. The customer states that there is fluid/moisture in the device. There were no error alarms from the insulin pump. The customer was informed that the reservoir needed to be replaced. The customer was sent a new reservoir. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.